Event description:
It was reported that the customer had been using urethral catheters for about 2 years. It had been noted that there was a rather inconsistent amount of lubricant applied to the catheter inside the collection bag. The majority of them were perfectly fine, but sometimes there was almost no lube at all, which made using the catheters uncomfortable and difficult to use. Also stated that a couple times per month they had even been noticing blood visible in the catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had been using urethral catheters for about 2 years. It had been noted that there was a rather inconsistent amount of lubricant applied to the catheter inside the collection bag. The majority of them were perfectly fine, but sometimes there was almost no lube at all, which made using the catheters uncomfortable and difficult to use. Also stated that a couple times per month they had even been noticing blood visible in the catheters.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿channel with insufficient lubricant¿. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.